Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor was inaccurate when compared to fingerstick values on (B)(6) 2014. Patient reports that the device read 400 while the fingerstick value was 212. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.